Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which is programmed to pace and sense in the atrium only, exhibited intermittent ventricular undersensing during a detected ventricular tachycardia episode.